Event description:
It was reported by the customer "she is having issues flushing into the PICC and cannot get a blood return. The patient had the catheter placed (B)(6) 2023. Customer states she has repositioned the patient multiple times. She took the needleless connector off of the PICC and tried to flush directly into the PICC but was still unsuccessful. She called the doctor and got an order for an x-ray. The PICC was x-rayed and confirmed it is placed properly. She states the patient returned to her and she is still unable to flush into the PICC or get a blood return. Customer did describe the patient's internal anatomy as 'weird'." Ms&s response: "explained that because the PICC is so new it is unlikely that fibrin has occluded the line at this time. Caller confirms she is flushing with a 10ml syringe and there are no clamps on the device. Discussed that it is possible that the catheter is kinked at or near the axilla area, possibly related to the patient's anatomy. Suggested the PICC may need to be evaluated again via dye study to determine if the patient's anatomy will support a PICC line. It is possible that the PICC line itself is damaged or not working as intended. Explained that we will forward this report to our product complaints team."

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regq0646 showed no other similar product complaint(s) from this lot number.